Manufacturer narrative:
Remove: 4582

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 329 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.